Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was returned for failure analysis, and the reported issue was not confirmed or replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. Fa verified both monopolar ports are not loose and function normally. The probable root cause cannot be determined based on failure analysis; however, the issue could be related to an operational problem within the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 generator. The system was tested and verified as ready for use. Isi has received the e-200 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that they are unable to get the vessel sealer extend instrument to work with the e-200 generator. The other monopolar and bipolar instruments were working with no issue. Customer mentioned this has been ongoing. Prior to calling, they swapped out the instrument with a spare, swapped from universal surgical manipulator (usm4) to usm2 and reseated the sterile adapters with no change. Customer performed a mid-procedure restart with no change. The backup e-200 generator was installed resolving the reported problem. Customer proceeded using the backup generator. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi)'s further investigation showed that the e-200 generator passed functional testing.

Event description:
Refer to h11 for follow-up information.